Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), genital haemorrhage ("severe bleeding"), arthralgia ("joint pain/hip pain"), pain ("body pain"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("fatigue"), pain in extremity ("leg pain"), flank pain ("right side pain") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, migraine, genital haemorrhage, arthralgia, pain, alopecia, weight increased, abdominal distension, fatigue, pain in extremity, flank pain and musculoskeletal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, fatigue, flank pain, genital haemorrhage, migraine, musculoskeletal pain, pain, pain in extremity and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Case becomes an incident. Surgery was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) of 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), genital haemorrhage ("severe bleeding/ huge clots/ bleed so much"), arthralgia ("joint pain/hip pain"), pain ("body pain/whole body aches"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("fatigue"), pain in extremity ("leg pain"), flank pain ("right side pain"), musculoskeletal pain ("shoulder pain"), anaemia ("I bleed so much, I even became anemic") and menorrhagia ("huge clots / bleed so much") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, migraine, genital haemorrhage, arthralgia, pain, alopecia, weight increased, abdominal distension, fatigue, pain in extremity, flank pain, musculoskeletal pain, anaemia and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, arthralgia, fatigue, flank pain, genital haemorrhage, menorrhagia, migraine, musculoskeletal pain, pain, pain in extremity and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s social media records: anemia, menorrhgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received. Reporter's information were added. Event added: anemic, huge clots / bleed so much. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), genital haemorrhage ("severe bleeding"), arthralgia ("joint pain/hip pain"), pain ("body pain/whole body aches"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("fatigue"), pain in extremity ("leg pain"), flank pain ("right side pain") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroctmoy). Essure was removed. At the time of the report, the abdominal pain lower, migraine, genital haemorrhage, arthralgia, pain, alopecia, weight increased, abdominal distension, fatigue, pain in extremity, flank pain and musculoskeletal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, fatigue, flank pain, genital haemorrhage, migraine, musculoskeletal pain, pain, pain in extremity and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events added: pain and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), genital haemorrhage ("severe bleeding/ huge clots/ bleed so much"), arthralgia ("joint pain/hip pain"), pain ("body pain/whole body aches"), alopecia ("hair loss"), abdominal distension ("bloating"), fatigue ("fatigue"), pain in extremity ("leg pain"), flank pain ("right side pain"), musculoskeletal pain ("shoulder pain"), blood loss anaemia ("I bleed so much, I even became anemic") and menorrhagia ("huge clots / bleed so much") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, migraine, genital haemorrhage, arthralgia, pain, alopecia, weight increased, abdominal distension, fatigue, pain in extremity, flank pain, musculoskeletal pain, blood loss anaemia and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, blood loss anaemia, fatigue, flank pain, genital haemorrhage, menorrhagia, migraine, musculoskeletal pain, pain, pain in extremity and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s social media records: anemia, menorrhgia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿I bleed so much, I even became anemic" was recoded to the meddra llt: blood loss anemia. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.